Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient reported not feeling well but did not require any medical intervention: drain 0: 2200ml fill 1: 2295ml drain 1: 1627ml fill 2: 2298ml drain 2: 1835ml fill 3: 2295ml drain 3: 4583ml the reported drain volume of 4583ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention as a result of the overfill. Follow-up with the pd patient's clinic registered nurse (rn) revealed the patient had issues related to her pd catheter, which was being replaced. The patient reverted to in-center hemodialysis treatments while the pd catheter was replaced and the pd catheter site was recovering.

Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The heater tray was tilted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. The go/no go check failed due to uneven mounting and the tilted heater tray. The load cell standoff screws were missing. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There was no visual indications of fluid within the cassette compartment. There was visual evidence of dried fluid encountered within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no burrs or sharps in cassette area that may have punctured a cassette membrane. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found the scale unable to be calibrated. The cycler was sent to rework and the load cell was found to be defective. The load cell assembly was replaced and sent back to test and calibration and passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.